Event description:
Pump used for intermittent infusion of zosyn 3.375gr every 6 hrs. Pump displayed that it was giving dose, alarm light displayed but no alarm message. Nothing infused from pump. Bag still full. Pump replaced.